Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience v referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the proximal left anterior descending artery that was moderately tortuous and moderately calcified. A 4.0 x 15 mm xience v stent delivery system (sds) was advancing when the stent became stuck with a 014 balance middle weight hydro guide wire. The sds was removed with the guide wire as a single unit. The procedure was successfully completed with a 3.5 x 15 mm xience v stent and a new unspecified guide wire. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported difficult to position was able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.